Event description:
Button error alarm explain alarm: the button error alarm occurs when a button is continually passed for more than 3 minutes. Customer removed battery and allowed pump to reset for 12 minutes. Buttons are still not responding. Later, the customer called back and was on the way to the emergency room for treatment.